Manufacturer narrative:
(B)(4). Product not yet returned. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/04/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 100-125mg/dl two hours after meals. Back to back blood results were 265 and 290mg/dl. Last 5 results from memory were 443mg/dl, 229mg/dl, 210mg/dl, 205 mg/dl, 308mg/dl. Based on parkes error grid analysis, the bias between the highest result given (443) and the normal result (100) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normally is 100-125 mg/dl two hours after meals. Back to back blood results were 265 and 290 mg/dl. Last 5 results from memory were 443 mg/dl. Based on parkes error grid analysis, the bias between the highest result given (443) and the normal result (100) is located in zone c. No adverse event reported.